Manufacturer narrative:
A ge service rep performed an on site investigation. The ethernet board was replaced and the ma limits were adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had the dose rate too high and the ethernet connector was damaged. No pt injury was reported.